Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, the patient experienced low blood pressure (bp). Subsequently, on an unknown date, the patient was hospitalized for cloudy fluid and low bp. On an unknown date, antibiotic treatment was discontinued and the patient recovered from the peritonitis. At the time of this report, the patient was recovering from low bp. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once a day, ongoing) and tobramycin injection (40mg, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.